Event description:
The customer reported that they cannot make setting changes on the touch screen.the customer reported that the unit was not in use on patient .

Manufacturer narrative:
Failure analysis on the returned touch screen shows that physical damaged resulted in the scratches on the screen.